Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to charge and discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.